Event description:
Pt expired at her home less than 24 hrs post endoscopic placement of a reshape weight loss balloon. Procedure was performed on (B)(6) 2017 in our outpatient facility without incident. The pt was discharged home approx 30-45 minutes post procedure awake and alert with stable vital signs and no c/o nausea or vomiting. Pt experienced nausea and vomiting the evening of her procedure (most common complaint immediately post placement) and was instructed to take zofran po and continue with small sips of liquids. Family contacted the facility the next am stating pt having ongoing n/v with seemingly mental status changes "combative and restless." Family was instructed to call 911 but before they could accomplish this they indicated the pt "gurgled, vomited and turned blue". Per the family, they initiated resuscitation efforts and contacted ems. Pt was treated on scene by ems, but ultimately expired.